Manufacturer narrative:
Original MDR 2517506-2020-00215 was filed 23-jul-2020. Corrected information (27-jul-2020): the result 9.6 mg/l was correct and reported for the patient and 9.4 mg/l was correct. Section b6 has been updated to reflect the correct reported results.

Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc has reviewed the information provided by the customer and the instrument data. A siemens customer service engineer (cse) was dispatched to the customer site and performed standard troubleshooting on the instrument. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. The instrument is operational. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and higher results were obtained, considered correct and reported. There are no reports of patient intervention or adverse health consequences due to the falsely depressed vanc result.